Event description:
It was reported that the pt's pump "was shut off" but was alarming every hour. The pt's ptm (personal therapy manager) showed "pa disabled". The pump had worked for his pain but the pump placement itself caused pressure in the abdomen. He had felt "electric shocks going down to his feet and toes" and now that pump was "off", he was not feeling those sensations anymore. The pump will be explanted on (B)(6) 2010. The medications being delivered via the device system were morphine and lioresal.

Manufacturer narrative:
(B)(4).